Event description:
This report is based on information provided by local philips customer support personnel and has been investigated by the philips complaint handling team.¿ philips received a complaint on the philips efficia dfm 100 indicating that the device the user indicating the device was ¿slow booting.¿ device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that device shows slow phenomenon when system booting. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.